Manufacturer narrative:
The insulin pump recognized the reservoir at the beginning of the displacement test and alarmed no delivery due to a broken trace at connector mother board. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer changed everything and pump continued alarming. The insulin is not delivering. The blood glucose was 257mg/dl, treated with insulin pump. During troubleshooting the insulin pump numbers kept counting, but no insulin came out. The customer stated they had an extra reservoir for testing; the insulin pump alarmed no delivery with manual prime. Also, mentioned they have been experiencing high blood glucose recently and wondered if this can be the cause. The customer was advised the insulin pump will be replaced.